Manufacturer narrative:
(B)(4). As the transfer set was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue when the transfer set became disconnected from the cassette during dwell 4 of 4. The patient reconnected the transfer set to continue therapy. The patient was advised to end therapy and use a manual bag to drain as the supplies were compromised. The patient planned to notify their registered nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.